Event description:
Additional information received noted the ble issue was resolved via a simple interrogation and noted that the patient's ble is connected and performing appropriately. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.